Event description:
The reporter called regarding her new surestep meter, however, no info was taken. On a follow-up call, it was reported by her home health nurse that the reporter's meter had gotten an er1 and high message. The nurse stated that she tested her pt using her meter (type not given) and got a result of 180 mg/dl. She stated that she then gave her pt insulin, came back some time later to check on her, and that she was having a reaction of low blood sugar.